Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No blank display or constant tone during testing. Analysis was unable to perform unexpected restart error test and verify unexpected restart alarm due to no button response. However, found moisture damage on the electronics and battery tube assembly noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer also reported that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 63 mg/dl at the time of incident. The customer stated that they treated the blood glucose with glucose tablets and juice. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.